Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received motor error a few times. The customer's blood glucose level was 200 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a35 alarm during rewind due to corroded motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm due to a35 alarm.